Manufacturer narrative:
Current control there is in-process visual inspection for damaged component and outgoing inspection to check for damaged component. Due to no samples and photos were returned for investigation, root cause could not be determined. Complain will be reopened and investigated if sample is received. Manufacture narrative.

Event description:
During insertion, he noticed that the catheter was cracked. Additional information received on 4-jan-2024 :-patient has been impacted and catheter has been replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 24ga 0.75in y catheter was defective/damaged the following information was provided by the initial reporter: during insertion, he noticed that the catheter was cracked. Additional information received on 4-jan-2024 :-patient has been impacted and catheter has been replaced.